Manufacturer narrative:
Updated fields - b4, b5, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field - a2, d1, d4(model#, catalog#, UDI#, serial#), g2, h6(medical device ¿ problem code). It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure alarm. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer mentioned "the gas loss alarm started and now it's saying autofill failure. We switched consoles but it still giving us the alarm and won't start. Troubleshooting with personnel revealed the console had been in standby for 21 minutes. Attending physician had been notified and was on the way, it was an axillary balloon via right subclavian through an off-brand sheath with a clotted arterial side port. Customer denied any blood present in the helium tubing. Personnel gave an off brand and off label disclaimer. The nature of the alarm and proper troubleshooting steps to resume therapy were discussed but unsuccessful. The customer was aware that the balloon should not remain in standby for any longer than 30 minutes. Another staff member of the customer asked about syringe inflation to attempt to try and force the balloon to fill. Personnel advised against that technique to prevent any harm. The attending arrived to the patient's room and the phone call was ended to prioritize patient care.

Event description:
The customer reported via an emergency support program call that while using the cardiosave intra-aortic balloon pump (iabp), the device displayed a ¿gas loss¿ alarm followed by an ¿autofill failure¿ message. The team attempted to switch consoles, but the alarm persisted and the pump would not start. The setup involved an axillary balloon inserted via the right subclavian artery through an off-brand sheath with a clotted arterial side port. No patient harm or injury was reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - g2 (report source).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
Customer called for assistance with an autofill failure alarm on a cardiosave intra-aortic balloon pump (iabp) during use. No patient harm or injury was reported. They reported the gas loss alarm started and now it¿s saying autofill failure.